Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During variax foot surgery, the surgeon used screw driver for tightening the locking screw. However, the tip of the driver broke. The surgeon removed broken piece from the screw head. Therefore, the surgeon used another screw driver and surgery was completed.

Manufacturer narrative:
The reported incident that screwdriver blade, t7, ao was alleged of issue s-11 (breakage during surgery) could be confirmed based upon the inspection done of the device which was returned for evaluation. Based on investigation, the root cause may be attributed to a user related issue. The failure may be caused by not following the prescribed instruction of screw driver usage which led to imprecise locking between screw driver and screw and further its breakage. Therefore, no nc has been raised. The device inspection revealed the following: visual inspection: visual inspection was done and the tip of the screw driver is found broken. Dimensional inspection: due to the nature of the complaint, a dimensional inspection was not considered necessary. Functional inspection: due to the nature of the complaint, a functional inspection was not considered necessary. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instruction for use (v15011 rev m 06-2015 instruments IFU ot-IFU-152) was reviewed: ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with'' [original statement(s)]. The operative technique (B)(4) variax foot optech_ous was reviewed: note: the screwdriver handle contains a switch which allows the metal and plastic segments of the handle to either independently rotate, or to be rigidly locked together. When performing final tightening, the switch on the screwdriver handle must be in the fully-locked position (in which the position of the switch is closest to the base of the handle) [original statement(s)]. The cleaning and sterilization guide (the l24002000-en rev. N_ot-rg-1_rev-2_ cleaning & sterilization guide_2015-8332) was reviewed: ''note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.'' [Original statement(s)]. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During variax foot surgery, the surgeon used screw driver for tightening the locking screw. However, the tip of the driver broke. The surgeon removed broken piece from the screw head. Therefore, the surgeon used another screw driver and surgery was completed.